Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 300 mg/dl. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.